Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that the patient bent over while carrying something, and later noticed she couldn't feel stimulation. The patient was lifting something, and twisted. The patient attempted to turn stimulation up, but couldn't feel anything when doing so. The representative met with the patient, ran an impedance test which was within normal limits. Slight reprogramming was done and coverage was restored. The issue was reported as resolved. No further complications were anticipated. The indication for implant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.